Manufacturer narrative:
Section a2, a4 and a5: information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown/not provided, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided section d6b - explant date: n/a, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, post intraocular lens (iol) implantation, the patient complains of blurry vision during the day. The patient is experiencing halos at night. Vision pre-operative is unknown; however, patient has 1.0 vision post -operative. No improved vision by refraction: p1.4 for near vision was provided. Account indicated that mydriasis (pupil dilation) improves their vision, while miosis (pupil constriction) does not. No additional information was received. This report is for patient's eye 1 of 2. A separate report is being filed for the other eye of the patient.